Event description:
Patient was in a wheelchair, and wheeled herself up to a set of parallel bars with a threshold. When the wheelchair rolled over the threshold, the wheelchair tipped back resulting in a head injury. The event occurred in 2008. A letter dated 8/09 was received alleging equipment contributed to the injury. Investigation pending.